Event description:
According to the reporter, it was reported that a few hours after the intubation, the patient started to become hypoxic. When the healthcare professional tried to ventilate and suction, the device suction probe did not pass. The patient was being monitored by ECG and oximetry at the time of the event. The hypoxia was reported to have been treated by ventilation and suction. The patient was initially resuscitated and intubated in the emergency room, prior to the event, and then transferred to the ICU. Upon arrival in the ICU the spo2 was reported to be 99% with fio2 of 100%. A few minutes later the patient became bradycardic and had increased ventilation pressures. It was reportedly "quickly diagnosed as an occlusion of the orotracheal intubation probe". The clinician states that at 3:50 am the patient's spo2 was 97% on fio2 of 81% and at 4:03 am spo2 was 92% on fio2 of 71%. The patient's death was at 4:28 am. At postmortem, it was found that the device was plicatured in the mouth of the patient which is thought by the clinician to have happened during patient movement. The cause of death is reported to be hypoxemic cardiac arrest with hyperkalemia and the decision not to resuscitate was made jointly by the family and physician.

Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube was received for evaluation. A visual inspection was conducted and no damage neither kinks were observed in the tube, an inflation/deflation test was performed the suction line was tested and no obstruction was observed at the time of insertion and extraction of air using a syringe, the 15mm connector is missing and was not received, a dimensional test was performed inner diameter of the tube was measured 0.275 inches this reading is within specification (0.276+/-0.008 inches), outer diameter of the tube was measured 0.411 inches this reading is within specification (0410 +0.005 -0.008 inches) this reading is within specification (0.276+/-0.008 inches). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was pictured in the mouth. It was reported that a few hours after the intubation, the patient started to become hypoxic. And when the healthcare professional tried to ventilate and suck in, the device, suction probe did not pass. The customer indicated that the patient died. The cause of death was hypoxemic cardiac arrest with hyperkalemia and decision not to resuscitate following a decision to limit care taken jointly with the family. It is unknown at this time if the device caused or contributed to the event.